Event description:
It was reported that a pt experienced a burning sensation on the right thigh and buttock during an mr knee exam. At the completion of the exam, the radiologist noticed slight reddening. On the following day, the pt contacted the customer site and reported that she developed a large blister on the medial aspect of her right knee. The blister was estimated to be larger than a quarter dollar. According to the technologist, the pt declined medical treatment at the customer site and indicated that she would follow-up with her physicians. The knee exam consisted of 9 scans and lasted for approximately 45 minutes. According to the technologist, one of the pt's legs was raised during the exam which confirmed that there was no skin-to-skin contact. Also, the pt was padded, and her hands were not clasped during the exam. The pt was reportedly not in contact with any conductive material during the scans. The pulse sequence used for the exam was fse with the following scan durations: 26sec, 49sec, 2:56min, 3:10min, 2:56min, 3:10min, 3:10min, 3:44min, and 3:48min.

Manufacturer narrative:
Ge's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / eg checks). System / image quality: system level testing to check for system failures). Pt monitoring: (patient alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications.